Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the mainboard was defective and needed to be replaced. A replacement mainboard was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the mainboard. The customer was provided with a replacement mainboard to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was no sound at all coming from the intellivue mx400 patient monitor. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no sound at all coming from the intellivue mx400 patient monitor. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.